Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump buttons are worn down. Customer stated that they had to press buttons multiple times to respond. Customer stated that they had to change batteries more than a week. Customer stated that pump was slower during rewind. Customer stated that there was a crack in the middle button. Customer stated that there was hairline crack near the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.